Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient information. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacture¿s policy. It was reported during a diagnostic coronary procedure, inside the body, before normalization, error code 107 was received. Per additional information received, no physical damage was observed and the device was intact upon removal. Visual and microscopic inspection were performed on the returned device. The sensor was missing from the device. The probable cause for the separation could not be determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because it could not be determined when the sensor separated from the manufacture¿s device. There is a potential for harm if the malfunction were to recur.